Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a flow-limiting dissection occurred. The lesion being treated was 8-12cm long, and 2.5mm-3.5mm in diameter and was located in the mid-sfa. The physician used a 6f/55cm introducer sheath to access the target lesion. The physician used a 2.0 classic crown oad to perform a 30sec run at low speed, and then a 30 second run at medium speed through the lesion. He attempted to perform a 30 second run at high speed, but 20 seconds into the run, the device rapidly decelerated from 200k rpm down to 70k rpm. He stopped the oad and pulled back the green control knob with some resistance. The oad was stuck on the guide wire, so he removed the oad and the viperwire as a unit. The follow-up angiogram demonstrated success in the proximal area of the vessel, but a flow-limiting dissection was noted in the distal section. The physician used a 4mmx20mm balloon and performed multiple low pressure inflations. The dissection appeared improved, but was not completely resolved. He subsequently used a 4mmx40mm balloon and performed several more inflations, but could not resolve the dissection. A 6mmx80mm stent was deployed across the length of the dissection which was successfully resolved. The patient's status remained stable throughout the procedure. Additional information has been requested regarding this event. (B)(4).